Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a software analysis was initiated. There were no errors captured. It was observed that user had obtained 2mm accuracy. As per IFU "stealthstation¿ s8 spine with o-arm¿ and 3d fluoro imaging pocket guide", the accuracy = 2.0mm was within the margin of navigational accuracy. Based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. Previously reported codes b01, c19, d14 are applicable to this analysis. H2: please see section d9 for when the logs were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software, serial/lot #: (B)(6). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a t5-t10 case. They put the spinus process clamp up top, did the spin and upon performing a spin found that away from the clamp it was inaccurate by about 2 mm lateral, however, it was more accurate closer to the clamp. Certain instruments were more accurate than others. The chicken foot instrument was accurate throughout the whole case and used to drill the hole. The instruments that were on the tracker and navigated drill were allegedly about 2mm laterally inaccurate. They were able to drill the hole with the chicken foot, used the tracker, knowing it was 2mm laterally inaccurate, and put the screw in. All instruments were re-verified. The patient was described as very large, weighing 300 lbs. This issue caused an extra 20 minutes surgical delay. There was no reported impact on patient outcome.